Manufacturer narrative:
The fiber was returned to the MFR and analyzed. The visual inspection confirmed that the fiber was melted up to 4 3/4 inches down from the fiber tip. Failure analysis disclosed that the cap was still intact and attached and was drilled through. The fiber cap exhibited detritus, char, excessive devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency and may also result in a forward-firing condition of the side-firing fiber. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported that the fiber was found to be charred about three inches from the tip at 4,670 joules. This was the second of three fibers utilized in the procedure. Reference MFR report numbers 2937094-2012-00215 and 2937094-2012-00216 for the add¿l product problem reports. Reference MFR report number 2937094-2012-00214 for the adverse event report.